Event description:
As reported: "patient sitting and heard snap. X-ray revealed broken trunnion. Large metal staining seen in joint".

Manufacturer narrative:
Reported event: an event regarding crack/fracture and metal staining in joint (metallosis) involving an accolade stem was reported. The event of trunnion fracture was confirmed by provided photographs and x-ray and the event of metal staining in joint cannot be confirmed. Method & results: -device evaluation and results: not performed as product was not returned. -clinician review: a review of the provided medical records by a clinical consultant stated the following comment: operative report of primary left tha for advanced oa describes uncomplicated surgery with implant labels indicating an accolade stem and mdm bearing was implanted. X-ray dated (B)(6) 2019 ap left hip - uncemented tha with head in acetabular component, a displaced fracture of the base of the trunnion. No clinical or pmh, no revision operative report, no examination of explanted components, no surgical pathology report, no serial x-rays. Insufficient data to create a report. X-ray confirms event description." -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: based no provided medical records and photograph and x-ray, fracture of the base of the trunnion can be confirmed. The exact cause of the event could not be determined because insufficient information was provided. Additional information including clinical or pmh, revision operative report, surgical pathology report, serial x-rays and examination of explanted components are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "patient sitting and heard snap. X-ray revealed broken trunnion. Large metal staining seen in joint".